Event description:
An (B)(6) male pt contacted zoll customer support to report constant adjust belt/check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant adjust belt/check belt messages) has been confirmed. The cause of the adjust belt/check belt messages is -5v power supply failure in the distribution node (dn) sn (B)(4). The cause of the power supply failure is a defective signal processor u713 on the pca board inside the dn. There was charred trace under pin 1 of u713. The root cause of the defective components could not be positively determined. No adverse event resulted from the defective signal processor. The pt received a replacement electrode belt.